Event description:
Discordant, falsely elevated troponin results were obtained on two patient samples on an advia centaur cp instrument. The discordant results were reported to the physician(s), and one patient was admitted to the hospital due to the elevated result. The samples were rerun on both the same instrument and an alternate instrument, and the rerun results were all lower. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The customer stated that the instrument had been experiencing probe errors. After evaluation of the instrument and instrument data, the fse discovered residual fluid on the rinsing block for aspirate probes 1 and 2. The fse replaced the rinsing block and ran precision on two patient samples for troponin, both of which resulted within specifications. The cause of the discordant, falsely elevated troponin results was a malfunction of the rinsing block for aspirate probes 1 and 2. The instrument is performing according to specifications. No further evaluation of this device is required.